Event description:
Smartez pump (se0200-100, lot# not available) containing ceftriaxone 2 grams in 0.9% sodium chloride 100 ml would not infuse in 30 minutes. Pt contacted the oncall rn to report, followed up 30 minutes later and about 75% of the ed had infused by that point. Pt instructed to keep tubing connected and call again with any concerns. Site rn stated infusion finally completed.